Event description:
It was reported that "blood leakage was observed in the contamination shield." There were no patient complications reported.

Manufacturer narrative:
The 8f introducer was received with two swan-ganz catheters. A contamination shield was not returned. Customer report was confirmed for leakage. Examination of the introducer valve confirmed the wiper gasket to be misaligned. Leak testing at 250mmhg water confirmed leakage when the catheter was repositioned in or out of the introducer. There was no leakage observed with the catheter removed from the valve. A lot number was reported, and a device history record review was performed and the device met all specifications.